Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00312: driver, 3025141-2018-00313: targeting guide, 3025141-2018-00314: drill guide.

Event description:
While inserting a locking screw into an aculoc2 plate, the driver tip broke off in the head of the screw and could not be removed. It remains implanted. The surgeon reported the drill guide and targeting guide were loose.